Event description:
It was reported that the patient was not getting an adequate pain relief. X-ray was taken and high impedances were noted on patients leads. A lead fracture was suspected. Additional information was received that fracture of the lead was confirmed. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17854079.

Event description:
It was reported that the patient was not getting an adequate pain relief. X-ray was taken and high impedances were noted on patients leads. A lead fracture was suspected.